Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed to discharge. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was observed during review of device data logs. However, the device was put through extensive testing including bench handling without duplicating the report. Therefore, the analog board was replaced as pre-caution. The device was recertified and returned to the customer. The multi-function cable used was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.